Manufacturer narrative:
The distributor identified that there was no malfunction with the zou driver shaft and the part functioned as intended. This occurence seems to be attributed to misuse of the driver shaft without the driver retaining sleeve. No lot# was provided for the instrument being utilized at the time of occurence and no return of the device was made to the manufacturer for evaluation. User error.

Event description:
Surgeon was utilizing zou anterior lumbar screw driver shaft during insertion of screws in a lumbar plate implantation. The driver shaft allegedly slipped out of the mating screw hex and punctured one of the "great vessels". It was identified that the driver shaft was not being utilized in conjunction with the anterior lumbar driver sleeve as instructed in the surgical technique manual, which retains the driver shaft and head of the mating screw during insertion. Further information was provided that identified the patient recovered in the ICU.